Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer has not returned product.

Event description:
Consumer was using a heating pad on her couch for back pain. She is alleging that the heating pad burned a hole in her couch.